Event description:
A male patient underwent evar on (B)(6) 2014. The rubber flange on each delivery system pulled out of the valve. (Zenith flex main body and zenith iliac leg graft - 1820334-2014-00578). The stent graft remained implanted and the cse was completed successfully. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The event is currently under investigation.